Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges. Additionally, it was reported that an altitude alarm occurred. Customer's blood glucose level was 180 mg/dl. Customer declined a follow up call to ensure back up therapy was obtained.